Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain; the patient was connected. The home patient (hp) stated that shortly after starting the initial drain, the hc had alarmed. The patient line had been properly primed prior to connection. No patient extension lines were in use. The patient line had not separated from the transfer set. The patient had not pressed go prior to connecting. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. The set was not being reused. The patient did not have pets that could cause damage to the supplies. There was no damage noted on the overpouch or carton in which the cassette was delivered, and a sharp object was not used to open either. The supplies were not damaged by an outlet port clamp or assist device. The hp found one of the supply bags had a bad connection to the supply line. The technical service representative (tsr) explained the alarm and assisted to clear it. The hp would reset up again new supplies. The tsr referred the hp to his on-call registered nurse for further medical instructions. Proper procedures were reviewed with the patient. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.